Manufacturer narrative:
Additional information received by the customer surrounding complaint details.

Event description:
The abutment screw fractured in (B)(6) 2016. Doctor made several attempts to remove the fractured screw with biomet removal kit and with other drivers, but unsuccessfully. Last attempt to remove the fractured screw was in (B)(6) 2016. Implant lost integration in (B)(6).

Manufacturer narrative:
One certain gold-tite hexed screw was returned for inspection. However, the product was misplaced in house prior to the evaluation being performed. Should the product be located, an evaluation will be performed and a supplemental report will be submitted. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: the unknown screw was used with an internal connection 3i t3 with dcd non-platform switched tapered implant (bnst411). Therefore, it is most likely an internal connection hexed screw. The risk management file for internal connection screws was reviewed. Rm-00057-haz: global restorative hazard analysis includes following probable causes for screw fracture: torque applied during placement/seating exceeds recommended value. Clinician incorrectly the complaint is non-verifiable. A singular cause cannot be determined.

Manufacturer narrative:
Unknown abutment screw. Implant that screw fractured was returned for evaluation

Event description:
Doctor indicates abutment screw fracture in tooth location #19.